Event description:
The report received indicated that the intended procedure was angioplasty. However, during prepping of the device, the physician was flushing the balloon and identified a hole on the proximal end of the catheter. The problem was identified because the saline solution was coming out through the hole. Consequently, the device was not used in the patient and was exchanged for another balloon catheter of the same size. Other than the reported problem, there were no other anomalies identified on the device or the packaging.

Manufacturer narrative:
The product is available for evaluation; however, as of to date, it has not been returned. Additional information will be submitted within 30 days upon receipt. Please note that this device is distributed outside the united states; however, it is similar to the ptca balloon catheters distributed in the united states.